Event description:
On (B)(6) 2012, this patient underwent endovascular repair for an abdominal aortic aneurysm and iliac artery aneurysm. The patient's aneurysm or lesion at the time of re-intervention was reported to measure 24mm in diameter. The patient was implanted with a system of gore excluder endoprostheses. The contralateral side was on the right side. The patient's proximal lading zone diameter was reported to measure 26mm proximally and 24mm distally. The patient tolerated the procedure with a distal type I endoleak which the physician chose to monitor. Prior to the endovascular treatment, the patient was treated for a coronary obstruction, and a stent was replaced in the coronary artery. On (B)(6) 2012, the patient presented with left region gluteal pain and was treated at home with pain medication until (B)(6) 2013 wherein he received clinical treatment and was administered analgesics and muscle relaxants. On (B)(6) 2013, the patient presented to the emergency room with general weakness an sleepiness, the home medications were changed and the patient was discharged. On (B)(6) 2013, the physician was notified the patient had expired in his home . The cause of death is unknown. It is suspected that the patient's aneurysm ruptured but this could not be confirms as there was no autopsy performed. The physician attributes the patient's death to disease progression and does not consider the death to be device related.

Manufacturer narrative:
The patient was on a regimen of pain medication throughout his time at home and received clinical treatment of analgesics and muscle relaxants. A review of the manufacturing records for the device verified the lot met all pre-release specifications.